Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after 5/23/24, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without data from the device, the performance of the device during the event cannot be evaluated, and the cause of the event cannot be determined. However, based on the description of the event, it is likely that this hyperglycemic event was caused by an infusion set failure.

Event description:
On 7/10/24 a beta bionics territory business manager (tbm) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The exact event date was not reported but is estimated to have occurred around (B)(6) 2024. The tbm reported the user ended up in dka due to a bent infusion set cannula. The user was using the convatec inset (23", 6mm) teflon cannula infusion set. Multiple attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.